Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: right wheel rubs right arm. Arms have to much play wheel out of round. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the rear wheels and hand rims were in good condition; however, the right wheel came into contact with he right clothing guard while in motion and came as far away as 3/16 inch. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer ex2 wheelchair of having a wobbly right, rear wheel that came into contact with the right clothing guard. Complaint of "right rear wheel is hitting the armrest" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: right wheel rubs right arm. Arms have to much play wheel out of round. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the rear wheels and hand rims were in good condition; however, the right wheel came into contact with he right clothing guard while in motion and came as far away as 3/16 inch. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer ex2 wheelchair of having a wobbly right, rear wheel that came into contact with the right clothing guard. Customer states the right rear wheel is hitting the armrest. The customer said it looks like the frame where the armrest attaches is bent. She said the attaching hardware in the front seems to be fine. To her, it looks like just the armrest is bent outwards. I had her look at the wheel as well and she said the wheel does not seem warped. Had the customer try switching the arms and the problem is still there and still on the right side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the right rear wheel is hitting the armrest. The customer said it looks like the frame where the armrest attaches is bent. She said the attaching hardware in the front seems to be fine. To her, it looks like just the armrest is bent outwards. I had her look at the wheel as well and she said the wheel does not seem warped. Had the customer try switching the arms and the problem is still there and still on the right side.